Manufacturer narrative:
This ventilator will be serviced by a vyaire medical authorized service technician. The ventilator is in the process of being evaluated, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped ventilating while in use on a patient during a transport. The ventilator was make a loud clicking noise during this reported event. There was no patient harm, the patient was removed from the ventilator and manually ventilated.

Manufacturer narrative:
Vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The service technician connected a known good o2 supply source connected. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues, however, the unit failed the extended bench testing at 113.7 hours for alarming "hardware fault 21". A review of the event trace log showed several "inop" alarm conditions. Vyaire medical replaced the main board to address the inop conditions.